Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter failed to be recognized, however the catheter was kinked that prevented it from being pulled back. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the guidewire exit port was torn, and the imaging window was twisted. The functional test showed the catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during its testing. Media provided by the customer showed an angiography.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter failed to be recognized, however the catheter was kinked that prevented it from being pulled back. The procedure was completed with another of the same device. There were no patient complications.